Manufacturer narrative:
Date sent to the FDA: 04/21/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-16072020-0000766680 submitted for adverse event which occurred on (B)(6) 2016. Mwr-16072020-0000766683 submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2016 and mesh was implanted during which the surgeon noted dense adhesions to the mesh which necessitated blunt dissection, taking care to protect the bowel. Extensive lysis of adhesions was performed before the omentum was reduced bac into the abdomen. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2017 and mesh was implanted during which the surgeon noted dense scar tissue and a hernia sac which involved the previously placed mesh and adhesions of the small bowel and omentum to the mesh. These were carefully dissected out and the previously placed mesh was removed. It was reported that the patient experienced severe pain, nausea, inflammation and loss of appetite. Other procedure was captured in a separate file. No additional information is provided.